Manufacturer narrative:
The device was returned for analysis with an unknown guidewire and guide catheter, and the guidewire stuck to the tip of the opticross catheter. A visual inspection revealed kinks in the sheath assembly and a tear in the tip of the device. Microscopic inspection revealed the guidewire exit port was torn and the tip section deformed.

Event description:
It was reported that removal difficulties occurred. The patient presented with st-elevation myocardial infarction. Post stenting, after an opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus), the catheter could not be advance nor removed. Everything was removed from the patient as a unit and the ivus part of the procedure was aborted. The overall procedure was completed and there was no harm to the patient.

Event description:
It was reported that removal difficulties occurred. The patient presented with st-elevation myocardial infarction. Post stenting, after an opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus), the catheter could not be advance nor removed. Everything was removed from the patient as a unit and the ivus part of the procedure was aborted. The overall procedure was completed and there was no harm to the patient.